Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the appearance of the suture during the removal? Normal. Was reoperation necessary to remove the suture and re-close the wound? No reoperation. Was the suture trimmed in physician¿s office? Outpatient obstetric treatment room. Was the suture removed in a routine post-op procedure? Yes. Was the suture removed in a reoperation procedure? No. Was there any medical or surgical intervention performed (re-operation; re-closure; drainage)? If so, please specify. None. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. None. What is the current status of the patient? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a episiotomy procedure on (B)(6) 2022 and suture was used. The suture was used to sew the perineal muscle layer during surgery. There were no pregnancy complications with the patient. On (B)(6) the patient went to the hospital for reexamination, suture non-absorption and poor wound healing were observed. Then the suture was removed, and disinfection was given. Also the patient was asked to disinfect the wound with iodophor three times a day at home. Additional information was requested